Manufacturer narrative:
Return requested. Replacement axiem power/data cable, axiem portable system and mobile field generator were all shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their navigation system axiem would not work. It was noted that possibly the cables that run into the navigation system are the issue, however, requested the emitter and axiem box be replaced as well. No further details regarding the behavior or damage, or when exactly it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect field generator finds that the reported problem could not be duplicated. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 2.645mm. Flexing the cable does not indicate any intermittent opens. Fully functional. The reported event could not be duplicated by medtronic personnel.